Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst at full inflation. A tee confirmed adequate valve position and no pvl and aortogram demonstrated adequate coronary perfusion. Upon removal of the delivery system back into the esheath, resistance was felt and the balloon got stuck in the iliac and the tip separated. The esheath was removed with the wire, and a 16fr esheath was used in an attempt to snare the rupture balloon. The balloon was retrieved, however, the balloon tip got stuck in the common femoral artery. The patient became unstable (hypotension) with a suspecting iliac rupture. They crossed over from the left femoral and place a 10mm balloon and tamponade the flow. The patient stabilized and was taken for open surgery to extract the balloon and repair the artery. A bypass was implanted in the iliac area. The procedure was successful and the patient was stable and well. Per medical opinion, the possible reason for the balloon rupture was a calcium spike in the area of the sinotubular junction.

Manufacturer narrative:
Correction to section d4 and h4.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. 3mensio imagery and photos were provided by the complaint site and the following observations were made: the balloon had burst radially, the distal tip was separated from the proximal portion of the delivery system, and calcification was present in the patient's annulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, difficulty to withdraw the system through the sheath, and system components separate during use were confirmed by the provided images. However, no manufacturing non-conformance was identified during the evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, 'during valve deployment with nominal volume, the commander delivery system balloon burst at full inflation. As per medical opinion the reason for the rupture of the balloon was calcium.' Additionally, the provided imagery revealed calcification present in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.